Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and was in the flight and the customer felt weak and woke up in the ambulance. The customer¿s blood glucose level was 20 mg/dl, 157 mg/dl and 220 mg/dl. Troubleshooting was declined for low and high blood glucose level. Customer reports change sensor alert did occur after sensor updating status. The insulin pump will not be returned for analysis.